Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. This event does not allege a labeling non-conformance/deficiency, a use related issue with a hazardous situation, or a device related infection and there is no evidence of product failure with regard to design, reliability, or use error. IFU review unable to be performed, as no details regarding a failure mode of the device were provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was learned via the patient registry that a patient with a 29mm 11500a inspiris valve underwent a redo aortic valve replacement procedure after an implant duration of seven (7) months due to unknown reasons. The explanted valve was replaced with another 29mm 11500a inspiris valve. The patient was noted to be in recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.